Manufacturer narrative:
After further review, an final emdr for this complaint was incorrectly submitted. As the gas loss was not reproduced while the fse visited the sitemaking it non-reportable to the FDA.  As a result, emdr is not necessary.  Please cancel in your database.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) had a gas leak and unit shutting down while on patient. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.